Event description:
It was reported the customer received a no delivery alarm during a basal. The customer's blood glucose was 109 mg/dl. The customer was able to clear the alarm. The customer also stated they were unable to troubleshoot at the time of the call. Customer will be returning their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-60136 and 2032227-2014-60142.